Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, an imprecision was observed when using the navlock tracker. The imprecision was noted to have been one centimeter and the issue was resolved by switching trackers for the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.